Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2015, 5076-45 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day post implant of the left ventricular (lv) lead the patient was experiencing diaphragmatic stimulation. The lead was unable to be placed in the necessary location, so it was removed and replaced. No further patient complications have been reported as a result of this event.